Manufacturer narrative:
Investigation - evaluation: a review of the device history record, complaint history, documentation, manufacturing instructions, quality control, visual inspection and specifications was conducted on the returned device during the investigation. The device was returned with the handle in the open position. A visual examination noted the support sheath has a bowed appearance. The basket sheath was found to have several kinks throughout the length of the basket sheath. A severe kink was found from the distal tip of the basket sheath. The basket formation was returned severed from the coil assembly. A review of the basket formation noted the wires are intact and secure, the cannula is secure. There are two wires protruding the back of the cannula. The basket formation is corroded with foreign matter. A kink was noted in one of the basket wires. The basket formation has the appearance of being snagged, pulled, and stretched on something. The device history record was reviewed and one non-conformance was noted, however this non-conformance was not related to the reported failure. Based on the provided information, root cause is likely to be product use or handling related to user technique. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported that a patient underwent an ureteroscopy procedure and the device in use was an ncircle tipless stone extractor. The attending physician indicated that the head of the device snapped off about an inch away from the basket while the procedure was being performed. The broken part was successfully retrieved from the proximal ureter of the patient using a 2.4 ncircle. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient receive any additional procedures due to this occurrence. No further information was provided.